Event description:
The customer reported the system intermittently displayed white images. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The bnc and power cable were replaced. The system was then found to be operating as intended.